Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that, during a tka, when a nurse opened the product box, our sales staff found a broken outer pack. However, the inner pack was not contaminated so the surgeon used the component as is.